Manufacturer narrative:
The customer reported that on (B)(6) 2010, and between the time of 18:30 to 19:00 hours, the desat number of the pt (B)(6) went below lower set limits, but the mp70 monitor did not alarm. There was no report of any immediate adverse pt impact. The philips clinical educator tested the monitor in question but could not duplicate the issue. The alarm logs were retrieved from the attached central station and were sent to philips for analysis. The alarm logs shows that the monitor (B)(6) generated desat alarm at 18:37:14 (desat 82 < 85) and the alarm was suspended 1 second later at 18:38:10, and then silenced at the central station at 18:40:26. The monitor alarmed again at 18:40:56 (desat 78 < 85) and were silenced at the central station again at 18:41:56. The monitor alarmed again at 18:44:55 (desat 81 < 85) and this alarm was silenced again at the central station 11 seconds later at 18:45:07. Another alarm was generated at 18:52:29 (desat 81 < 85) and was silenced at the central station at 18:54:33. The monitor continued to generate desat alarms at 18:56:50 and 18:58:40 and these alarms were also silenced at the central station. Based on the available info, it is philips' conclusion that the monitor worked as intended. The monitor is currently in use at customer's site. The device labeling (IFU) adequately describes alarming and alarm acknowledgement. We will consider this report to represent a user misunderstanding. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that they did not receive a red desat alarm when a pt's spo2 level went below set limits.